Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector measuring 23.4cm was returned for analysis. External insulation abrasions were noted at 8.6-8.8cm and 17.7-18.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.